Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. This MDR is being filed after a retrospective review of all complaint reports. No information available. Exact treatment date requested but not provided.

Event description:
Md reported his patient developed a staph infection post treatment. Patient went water skiing 1-2 d post treatment. No information re how staph was diagnosed or what he was treated with, but it seemingly cleared without complications.